Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2019 with the following findings: during investigation, there was no evidence of a short battery life observed. There was no data in the pump histories from the time of the reporter "short battery life" due to continued use. The pump electrical current draws were tested and were found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue; the battery cap reportedly will not attach to the pump properly. The reporter did not report any specific damage to the battery cap. The reporter denied damage to the battery compartment. The reporter confirmed the battery cap has never been replaced. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.